Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of device generating heat identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to component failure from wear. UDI: (B)(4).

Event description:
It was reported (B)(6) that during service and evaluation, it was determined that chuck with key device was generating heat. It was further observed that the device did not function, had component damage and had moving parts that did not move smoothly. It was further observed that the device had illegible etch, fractured jaw chuck, and color band chipping/fading and was making excessive noise. It was further determined that the device failed pretest for noticeable noise and performance, untrue running, free movement, drill chuck, marking and labeling and general condition. It was noted in the service order that the device did not work. It was reported there were no delays to the surgical procedure and the surgery was completed as intended. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.